Event description:
Pt presented via ambulance to the ed with acute onset on anterior chest pain associated with shortness of breath. Apical pulse 36-50 and bp of 88 systolic. Pt rec'd atropine x3 with no change in condition. Upon arrival in ed pt placed on oxygen and an external pacemaker was initiated with rate of 70. Pt had immediate response with increase of bp and o2 sats. During the night the rn's reported to the ed md that the pacer was on but they questioned a malfunction. Ed md told them it was okay, the day shift also questioned a malfunction while the pacer was on. Md ordered pacer off, unless parameters were met. Pt did not meet parameters, so pacer was not on. Pt was transported to CT scan and upon arrival in ICU pt had deteriorated and the pacer was off. An emergent temporary pacer was placed.